Event description:
Customer reported experiencing inaccurate erratic results with a ot ultra meter. Their blood glucose results were 274 and 67 mg/dl. Tests were done within 5 minutes with a difference of 108 mg/dl. They did not experience any adverse events.